Event description:
Patient reports the front tooth is chipped which is a cap and makes up more than 65% of the tooth. Unable to proceed with treatment until this is fixed. Additionally, the patient is clenching the teeth hard while wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.